Event description:
Bilateral breast implant ruptured. Pain in breasts on going for years. Rash on chest and arms. High levels of platinum detected in body. Inflammation and swollen chest, arms, hands. Elevated resting pulse. And many other problems that fall under the category of 'breast implant illness". But since bil and its symptoms are not recognized by the medical community there's no point in listing everything. My platinum levels from the ruptured implants was 5.4 times the high level of accepted platinum in the body. Patient codes: 1994, 2033, 4847, 1932, 4577, 2095. Device code: 1546. Ref report: mw5180260.